Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that the device appeared damaged while still inside package. Prior to removal from the package, the equalizer balloon was noted to be damaged. The procedure was completed with a different device and there were no patient complications reported. However, device analysis revealed a balloon hole.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: the complaint device was returned for analysis. The product was removed from the packaging prior to return. An evaluation of the returned device found the balloon had a visible hole. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).